Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4) ,implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 via a manufacturer representative regarding a patient's implanted infusion pump containing dilaudid (20mg/ml at 5.207mg per day). The indications for use included non-malignant pain and chronic low back pain. It was reported that during a pump replacement procedure on (B)(6) 2017, the hcp was unable to aspirate fluid via the catheter access port (cap) after connecting the catheter to the pump. The hcp observed no spontaneous drips during pump replacement. A smaller 3cc syringe was tried with a new needle, as well as aspirating very slowly, and rotating the needle 1/4 turn. None of the troubleshooting was successful, and it was unknown what the cause was or if the issue was resolved. The hcp did not want to reposition the patient's body or perform a 0.3ml back table prime, and was to supplement the patient with a fentanyl patch instead during the time of sterile water delivery. No medical symptoms were reported.